Event description:
Hcd livanova 3t m. Chimaera infection after lvad placement (B)(6) 2019. Discovered (B)(6) 2024 by ID. (B)(6) 2019 lvad insertion (destination) complicated by driveline exit site pain (B)(6) 2021 and culture-negative, treated with empiric antibacterials without success and developed additional wounds/sinus tracts by (B)(6) 2024. Transplant ID did afb cultures at that time which grew maic unfortunately likely to ID as mycobacterium chimaera from (B)(6) 2024. Meets case definition for the hcd livanova 3t outbreak.